Event description:
The company was informed that the patient was experiencing loss of sound and loss of lock. External equipments were exchanged; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.